Event description:
The patient underwent a generator and lead replacement surgery due to battery depletion and high impedance, respectively. It was reported that the high impedance was confirmed during the day prior to surgery during consultation and again in the o.r. The explanted devices were discarded by decision of the surgeon. No additional or relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data; initial MDR omitted information that was known to the manufacturer prior to submission.

Event description:
Information was received confirming the impedance value from system diagnostics prior to replacement.